Event description:
It was reported that during a cholecystectomy, when he used the ligaclip (er320) it was observed that several clips (approximately 5¿6) did not close properly. The surgeon then replaced the device with a new one, which functioned correctly. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2026. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/4/2026. D4: batch # z7002g. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with no apparent damage. The device was subjected to functional testing to replicate the reported incident. During evaluation, the device was cycled and successfully fed, retained, and formed the remaining twelve (12) clips as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch z7002g number, and no non-conformances were identified.